Event description:
It was reported that the patient had communication errors with pods that lead to hyperglycemia. The patient was unable to activate a new pod with the controller. The patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). Their blood glucose levels were over 13.9 mmol/l (>250 mg/dl) and ketones of 2.9 mmol/l (52 mg/dl). Symptoms included the patient feeling sick and having chest pain. The patient reported using insulin pens at the hospital and having sliding scale insulin therapy as treatment. The patient had not yet been released from the hospital at the time of reporting but expected to be discharged soon.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.